Manufacturer narrative:
Corrected information: section d4: device serial number, expiration date; section h4: manufacture date. Information received indicated the previously reported valve serial number, expiration date and manufacture date were not correct. The correct serial number for the sapien xt valve is not available at this time.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Additional information indicated the patient is doing well and was discharged 48 hours post procedure. No further information regarding the valve in valve op report is available. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve degeneration 8 years and 4 months post implant could not be confirmed but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(6), a 26mm sapien xt valve was implanted in the aortic position via the transfemoral approach. Approximately 8 years and 4 months post implant, a 26mm sapien 3 ultra valve was implanted in the sapien xt valve due to valve degeneration. Per medical opinion, the root cause of sapien xt valve failure was leaflet calcification and paravalvular leak (pvl). At the time of the report, the patient was doing well and has been discharged. Both valves remain implanted in the patient.